Event description:
Stent became dislodged from delivery catheter while in the rca, eventually migrating to the aorta before it could be retrieved. Patient required additional treatment including medications, prolonged procedure and xray time, and intubation to prevent excess movement.